Manufacturer narrative:
B3, b5.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 456 mg/dl and a high level of ketones. Ketone levels were identified as life threatening by health care provider. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous fluids of potassium, insulin, anit-nausea, pain medication, and electrolytes. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check and pump data review with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 456 mg/dl and a high level of ketones. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline, potassium, and manual injections of insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check and pump data review with tandem technical support confirmed the pump was functioning as intended.